Event description:
The customer reported they observed green fluid (clenz) in the lower area of the diluter on their lh750 instrument that leaked out onto the table. There was no biohazard exposure to mucous membranes or open wounds. In addition, no erroneous results were generated in connection with the reported event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the pressure input port on vc26 (diff waste chamber) was clogged causing it to not drain and leak inside the instrument. The fse unclogged the port to resolve this issue. Upon recur, the failure mode identified will likely cause erroneous diff / retic results. (B)(4).